Manufacturer narrative:
E.1 initial reporter facility name - (B)(6) behalf of medical center. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of es - machine will not turn on and the screen is completely black (station is showing offline on rss) was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that the station was not powering on. The main cabinet was inspected, and other devices were isolated and disconnected from the main cabinet. The station powered on. Once the auxiliary cabinet was reconnected, the issue persisted. The auxiliary cabinet was inspected, and it was observed that the bus cable was damaged. The bus cable was replaced, and all devices were reconnected to the main cabinet. All tests passed, and no further issues were observed. During dchu visual inspection pn 121085-01: was received with the black marks and copper strands exposed. During dchu testing pn 121085-01: the testing from dchu was not necessarily due to the thermal damage observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint es - machine will not turn on and the screen is completely black (station is showing offline on rss) was due to a the damaged assy cbl pyxibus 7 drawer (pn 121085-01) which had signs of exposed copper strands leading to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary failed to turn on and screen went black and remote support service shown offline. As per part investigation, it was determined that there was thermal damage observed on the assy cbl pyxibus 7 drawer which had signs of exposed copper strands. There were no adverse events or injuries reported based on this event.